Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7284799, medical device expiration date: 2022-10-31, device manufacture date: 2017-10-11, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle blunt, the 1st related complaint for harm & the 3rd related complaint for needle pain on lot # 7284799. Unable to perform complaint lot history check due to an unknown lot # for ndl blunt, harm & ndl pain. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ insulin pen needle is tearing the skin during use. The following information was provided by the initial reporter: customer reports that she is applying insulin to her daughter, and in the last two boxes purchased, she noticed the following problem: difficulty of needle insertion into the skin. "It looks like the needle comes tearing in," even causing pain in her daughter. She does not reuse needles and rotates properly (abdomen, legs, arms and buttocks). The deviation mentioned occurred in 1 needle every 3 of the box, said the customer. She was not able to inform if both boxes were from the same lot, as I she had already discarded the first.